Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device did not recognize the attached associated electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the multi-function cable connector not being properly seated to the connector panel. The mfc retainer was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.